Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2 and h3. The device was returned to the regional repair center for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water tightness is lost, and the couple unit is loosed. Based on the results of the investigation, since the customer¿s allegation was not reproduced, a root cause could not be identified. For the event reported as ¿water tightness is lost¿, it was due to there was a cut on the cable unit and water leak in the camera unit, and for the event ¿coupler unit is loosened¿, the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the subject device had blurred image. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.